Event description:
Customer reported a pump malfunction, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted in resetting the pump, after which the malfunction did not recur. Customer plans to change the cartridge and infusion and resume insulin. Technical support advised the customer to call back if the issue reoccurs, and the customer acknowledged and understood these instructions.